Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to the colon during a laparoscopic partial colectomy, the device had an incomplete staple line. Surgical time was extended for 20 minutes. The patient had experience contamination of peritoneum possible peritonitis. They used another stapler to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three device reloads and two photographs. Photographic inspection noted that the displayed reload was fully fired with flush staple pushers. Visual inspection noted the all reloads were fully fired. Inspection of the third reload noted sub-flush staple pushers, damaged staple pushers; knife damaged, and bent laminates. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the flush/sub-flush pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Additionally, the investigation detected a secondary condition of a variation of an internal component that has no relationship to the reported condition. No further actions have been deemed necessary at this time. The secondary condition was related to a slight bowing condition of the knife bar laminates associated with laminate positioning within the reload. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.